Event description:
Caller reported that the screen was turning on with a dark center and a light hue around the edges, making it difficult for them to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level, as it remained within the normal range. To resolve the issue, technical support arranged for a replacement pump to be sent, advised the customer about using a backup therapy to ensure insulin delivery, and instructed them on the steps for storing and returning the defective pump. The replacement pump would include updated software, and training would be made available through the tandem source account.